Event description:
Pt underwent placement of a groshong port. Two units of blood were then given via the port. The pt later complained of back pain and shortness of breath. X-rays done showed a right hemothorax. Under general anesthesia pt underwent fluoroscopic examination of the groshong port, chest tube placement and removal of the groshong port. X-rays then showed a resolution of the hemothorax.